Event description:
It was reported that the tubing of a continu-flo interlink solution set had collapsed during infusion. The set was being used with a pump that was programmed to infuse a bolus of 1000 ml normal saline at a rate of 999ml. During the infusion the pump alarmed for an upstream occlusion. The user observed that the tubing was collapsed right above the ?air purge valve?. The clinician removed the continu-flo set from the pump and observed the flow continue via gravity. The set was tried in two other pumps without resolution. Then the clinician changed the set; the infusion was continued without incident. There was no report of adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up report will be submitted.